Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-07825. 2134265-2014-07866 and 2134265-2014-07867. It was reported that automatic pullback failure occurred. During an angioplasty procedure, a motor drive unit (mdu) was used in conjunction with an atlantis¿ sr pro imaging catheter to view an unspecified target lesion. Imaging was working fine when the test run was performed. The catheter was then inserted into the unspecified lesion. The catheter was parked at the intended site, imaging was switched on to confirm location. Then as 'pullback record' was pressed, the pullback does not work. Recording is underway - the 'frame' counter and the 'distance' counter progressed. It was noted that the pullback sled did not move. Another sled was then used but the same issue occurred with the catheter not pulling back. The physician performed manual pullback. Procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable.